Event description:
It was reported that during a laparoscopic cholecystectomy, the device misfired. The device only fired one staple and then kept misfiring; the clip jammed in the device and would not deploy. A second device was opened and the case was completed with no patient consequences.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The analysis results found that the el5ml device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled and it fed and formed three conforming clips and two clips with gap as the clips snapped towards the tissue stop. During analysis the jaws, no jamming issues occurred. In addition the device locked out as intended. No conclusion could be reached as to what may have caused the reported incident.